Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via email of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer had an episode of diabetic ketoacidosis and was in the ICU for 7 days. The customer was off pump therapy due to non-responsiveness regarding health issues. No further assistance was needed.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report. A company presentative provided the information in the initial report, not the nurse.

Event description:
The nurse originally called on (B)(6) 2015 requesting assistance with the insulin pump. No reportable event was provided during the call as the nurse was advised to call a local company representative. On 5/9/2016 a company representative reported via email, the hospitalization details which were provided in the initial report.